Event description:
The manufacturer received information alleging the ventilator was alarming for a low inspiratory pressure alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.